Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that they did not have any clinical documentation of an overdose. When asked to clarify the overdose after a refill the healthcare provider reported that the patient had been refilled in their office every time. The expected amount of dilaudid had been the expected one on the residual. Per the healthcare provider apparently the patient went to an emergency room elsewhere complaining of ¿overdose¿. The healthcare provider was never contacted and it was unknown what diagnostics were performed related to the overdose. Per the healthcare provider the clinic had no knowledge of an overdose whatsoever.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (9 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 28-jun-2016 it was reported that the patient was overdosed just a few minutes after a refill in 2013. The reporter did not want to discuss it or provide additional details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.